Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low" (although a specific value was not provided) and was taken to the emergency room (ER). Suspected cause of low bg was due to the customer¿s settings requiring adjustments. Customer lost consciousness and was administered glucagon nasal spray to address bg. Treatment resolved the issue with no permanent damage to the customer. Customer was released from the ER on (B)(6) 2026. Customer updated their pump settings to address the event.